Event description:
It was reported that pump displayed malfunction alarm with code that was resettable and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer turned off pump, started backup pump, and, with support from technical support, reset original pump and confirmed malfunction cleared, planned to continue using backup pump for three days before switching back, was advised to call again if malfunction recurred, and declined further follow-up.